Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. The evaluation of the provided logs confirms the reported failure. According to information from our on-site service technician, the hospital bio-med replaced the expiratory channel printed circuit board (pcb) from another machine and put the ventilator back into service. The replacement was due to a broken valve coil connector on the expiratory channel pcb. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).